Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was not linking with the sensor. The customer states their blood glucose levels had been in the 500 mg/dl range. The customer treated with manual injections. The customer was advised the pump would be replaced and returned for analysis.